Event description:
N/a.

Manufacturer narrative:
Upon further review it was determined that the reported event not involved any malfunction or non conformance with device therefore the event does not meet the definition of an incident/serious incident, making it non-reportable . As a result, no follow up report will be submitted.

Manufacturer narrative:
This reported incident is not reportable because malfunction was not found with the unit. After further review, an initial emdr for this complaint was incorrectly submitted. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries that were delivered were dated december 2023. There was no patient involvement.